Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly, "the pt received a trident acetabular hip system. It was further alleged that, the pt is experiencing 'loosening' from the system."

Manufacturer narrative:
The exact root cause of the alleged shell loosening cannot be determined with the provided info. The info in this report was provided by (B)(6). No add'l info is available at this time. A review of device history records indicates that the reported devices were mfg and accepted into final stock with no relevant reported discrepancies. A review of the complaint history database shows that there have been no similar events for the reported lot codes.